Event description:
It was reported that the on/off buttons on the shaver handpiece worked intermittently. No injury or surgical delay was reported.

Manufacturer narrative:
No medwatch was rec'd from the user facility. All sections on this form completed by the MFR. Investigation findings: the shaver handpiece was returned for investigation. The reported problem that the on/off buttons functioned intermittently was verified. Further investigation found the handpiece to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.